Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that they had problems with the pos. Control of the antigens when using seraclone anti-jka (jk1) with reagent red blood cells (heterozygous and homozygous) from a competitor (grifols). The used positive control did not indicate a positive result, it yielded a negative reaction. The customer provided a bottle of the complained reagent seraclone anti-jka (jk1) but not the reagent red blood cells from grifols that had caused a negative reaction. Our quality control laboratory tested their retention sample of seraclone anti-jka, the returned sample from the customer and a reference batch in parallel. The potency was checked as well as the positive and negative specificity. The minimum potency of 1:8 was more than exceeded. The positive and negative specificity was tested with erythrocytes (heterozygous and homozygous) from donors and with reagent red blood cells from bio-rad (bio-test cell i11) and immucor (panocell 16). Our quality control laboratory 4w and 4 + positive reactions with all jka positive samples to be tested. The reagent red blood cells were used "ready for use". In summary the sample from the customer, our retention sample and a reference batch reacted comparable without any problem. The results of qc testing were all conclusive. No weakening results were observed and all acceptance criteria were fulfilled. The complaint from the customer could not be confirmed. The complaint was classified as not confirmed because the quality control laboratory demonstrated that the complained reagent of blood grouping reagent anti-jka (jk1) functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.